Manufacturer narrative:
The device passed displacement test and unexpected restart error test, no alarms were noted. The following cosmetic damage was noted: broken battery cap lip, minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, and loose/slanted drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery cap threads are damaged and the insulin pump alarmed unexpected restart. Customer stated damage is due to wear and tear. Blood glucose value was 117 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.